Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during use of the pace sense lead, alerts triggered approximately every ten hours. The alerts are indicative of a lead performance issue.  The pace sense lead remains in use.  No patient complications have been reported as a result of this event. Additionally, it was disclosed by the clinic that the right ventricular (rv) lead defibrillation coil alerted for high impedance. A chest x-ray was performed and revealed nothing remarkable. The patient continues to be followed by their physician. It was further reported that oversensing was observed on the right atrial (ra) and ventricular leads. Both leads remain in use.